Event description:
It was reported that the subject device had no images during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. No additional reportable malfunctions were identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image was caused due to leakage between scope cover-case and plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.